Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a button alarm. Reportedly, there was nothing pressing the button. Additionally, cartridge alarm 30 occurred during basal delivery with multiple cartridges. The customer's blood glucose level was between 150-325 mg/dl. Reportedly, the customer reverted to manual injections for alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged alarm 30 issue was verified. Additionally, the alleged wake button issue could not be verified.